Manufacturer narrative:
(B)(4). D10: 010000985 item name g7 freedom const e1 lnr 36mm g lot # 6771739. G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 9 months and 12 days post implantation due to a dislocation. Looking at the liner upon removal it was evident there was some damage that looked to be from levering. Surgeon was uncertain if it was a deficiency or if maximum leverage force was achieved that allowed this liner to be damaged/ for the hip to dislocate and be reduced. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: h6 suggested component code: mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; g3; h2; h3; h6; h10. H6: component code: mechanical (g04) - head. Product was returned and evaluated. Visual examination of the returned product identified that the head was returned seated in the liner. The spherical surface showed significant scratches on one side. The taper hole and rest of the spherical surface showed scratches from use. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause remains unchanged; a definitive root cause cannot be determined. The complaint remains unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.